Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j11360r62, implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient receiving unknown drug via an implanted pump. It was reported the patient's catheter was not functioning properly and went for a catheter revision surgery. The surgeon attempted to obtain csf from cap but was unsuccessful. The surgeon opted to remove entire system and replace at a later date. There were no environmental/external/patient factors that may have led or contributed to the issue noted. The issue was resolved.